Manufacturer narrative:
Reported event of basket wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini¿ stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during preparation, when the basket was removed out from the package, it was found to be broken. The procedure was completed with another gemini stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.